Event description:
It was reported that when asymptomatic patient presented through remote transmission, it was noted that patient had received inappropriate shock therapy. Programing changes were recommended.

Event description:
New information received: programing changes were made. Health care professionals have considered replacement of device and lead. It was reported that patient was using chainsaw during the noise episode which might have led to shocks. Patient was asymptomatic throughout.